Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous mid-right coronary artery. A 3.50x18mm xience xpedition drug-eluting stent (des) was implanted; however, a distal edge dissection occurred. A 3.5x15mm xience xpedition des was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.